Event description:
Additional information was received that during the revision procedure the lv lead was tested on the pacing system analyzer (psa), where the impedances remained out of range. This rules out the possibility for a device connection issue that was causing the high impedance values.

Manufacturer narrative:
At this time, the device has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead had high out of range pacing impedances greater than 2500 ohms. The physician noted that there was a potential insulation breach. The lv lead was surgically capped and replaced, and the device was explanted and replaced. No additional adverse patient effects were reported.